Event description:
During preparation for a coronary artery bypass graft surgery, the surgeon experienced difficulty when inserting the device into the aortotomy. A replacement device was used to complete the procedure. No patient complications occurred. In may 2006 the seal was received cracked. This is a reportable malfunction.